Manufacturer narrative:
Unique identifier (UDI) # n/a. Concomitant medical products and therapy date detail of product: item # 4347, item name: metasul insert kk/28, lot # a966810. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. The patient was implanted in the 1998 and experienced several dislocation during the following years and finally underwent revision surgery due to metallosis.

Manufacturer narrative:
Investigation results were made available. Correction:date of report, event, PMA/510k, type of report. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. DHR review: yield:(B)(4), quantity delivered: (B)(4), concession and effect on product: no, scrapped products: 1, reason for scrapped products : 1 x untersuchungsauftrag, the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to metallosis / osteolysis. Event description: it was reported that the patient, then aged 45, underwent a right total hip arthroplasty on (B)(6) 1998 with following implants (B)(4). 11.58.00.006. The stem and head have been removed in (B)(6) 2013 and a stem targos and another head (identification unknown) have been implanted. Following this revision surgery, patient was re-hospitalized due to a dislocation on the right side on (B)(6) 2013. The patient dislocated his hip prosthesis for second time on (B)(6) 2014. For 3rd time he dislocated again in (B)(6) 2015 ((B)(6) 2015 is assumed). On (B)(6) 2016, patient's prosthesis dislocated again for the last time while he was in for a colonoscopy. After all that, the patient underwent a last revision surgery on both left and right sides on (B)(6) 2016 due to metallosis. Review of received data: primary surgery report dated (B)(6) 1998 is reviewed. No abnormalities observed for the implantation surgery. Doctor¿s letter (dr. (B)(6) to dr.(B)(6)) dated (B)(6) 2011: revision surgery report dated (B)(6) 2013: dr. (B)(6) letter to dr. (B)(6) dated (B)(6) 2016: revision surgery report dated (b))(6) 2016: legal document is reviewed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the stem belongs to targos (competitor company). Therefore, product combination is not approved by zimmer biomet. Root cause analysis: the high blood levels of cobalt and chromium, metallosis along with the recurring dislocations and incipient cotyloid osteolysis point to a possible wear of the insert-pe, followed by dislocations resulting in metal wear. Not allowed combination of targos stem along with possible competitor head is another cause leading to the revision surgery. Conclusion summary: patient experienced recurring dislocations and high metal ion levels in the blood after the revision surgery, which took place in (B)(6) 2013 where the stem and the head were revised. The implanted stem belonged to a competitor at the time of the surgery. The head which is implanted in the revision surgery is unknown and most probably belonged to competitor at the time of the event. Therefore, the issue is considered as an off-label use. Patient underwent a final revision surgery on (B)(6) 2016 of the right thr. Cup (plus insert) and stem (plus head) were revised. Medical documents stating the asymmetry of the metasul cotyloidal implant may possibly be considered as the initiation of the reported final failure of metallosis. Possible suboptimal positioning of the components leading to possible wear of the insert-pe, followed by dislocations resulting in metallosis could be a hypothetical chain of events ending with the revision. Not allowed combination of targos stem along with possible competitor head is another cause contributing to the revision surgery. Since no x-rays were received it is not possible to make a deep analysis of the event. However, it is most likely that the not allowed combination of the shell and insert led to the further failures which took place after the revision surgery in august 2013. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: other incidents for the same patient: (B)(4).

Event description:
Investigation results are now available.